Manufacturer narrative:
A ge service representative performed an on site investigation, however access was denied. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the collimator is functioning automatically. No patient injury was reported.